Event description:
Surgery center reported that an employee¿s hand and nose came in contact with liquid from steris 20 sterilant concentrate (s20). According to the hospital, the employee was in the process of placing the aspirator probe into a cup of steris 20 sterilant prior to insertion into the system 1 processor when liquid from inside the cup came into contact with the employee¿s hand. The employee then rubbed her nose. The employee was not wearing personal protective equipment (ppe) at the time of the incident contrary, to steris 20 and system 1 instructions. The employee was treated at a local urgent care center, where her hand and nose were flushed with saline, she received oxygen for breathing difficulty and neosporin was applied to her nose. The employee experienced no blistering or discoloration on her hand or nose and did not miss any additional time from work. The employee had a follow-up visit with her personal physician at which time no further medical treatment was required.

Manufacturer narrative:
The design of the steris 20 sterilant cup and aspirator probe includes multiple safety barriers to permit safe insertion of the aspirator probe without the release of ingredients (e.g., liquid peracetic acid) from inside the cup. When used in accordance with the device's handling precautions and instructions, including the use of ppe, the likelihood of a user coming into contact with sterilant in this manner is further reduced.steris contacted the hospital following receipt of this report. The sterilant cup involved in this event was discarded by the facility and not available for examination. Steris requested an opportunity to conduct refresher in-service training which would allow us to review their users' technique, however, the customer declined, stating that they did not feel that additional training was necessary. Other: operator error